Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with elevated threshold measurements. It was determined the lead had dislodged. An invasive procedure was performed. An attempt to reposition the lead was made however was unsuccessful. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.